Manufacturer narrative:
As of (B)(6) 2021, the investigation is still being conducted.

Manufacturer narrative:
Based on information provided, this failure occurred under previous circumstances. We cannot eliminate or assign user error based on the limited information. Based on historical comparable complaints, this failure of excessive torque was attributed to user error and is not reportable.

Manufacturer narrative:
Initial information received. Further information is expected to be obtained; a subsequent report will be filed accordingly.

Event description:
Broken instrument. Timing of event is unknown.